Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced and effective therapy was established post operatively. Also the patient failed to charge the device for a month which led ipg being inoperable .

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy on (B)(6) 2019 as his system had stopped working. Manufacturer representative interrogated the device and found it was unable to communicate with external devices and was inoperable. To address this issue patient may be awaiting surgical intervention at a later date.